Manufacturer narrative:
There was no report of patient injury. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the the user noticed pressure variations between each roller on the s5 mast roller pump during procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The concentricity and occlusion were tested and it was found that the concentricity of the raceway was out of tolerance. A replacement pump head was provided. The replaced device has been requested for return to sorin group (B)(4). A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the the user noticed pressure variations between each roller on the s5 mast roller pump during procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(6) manufactures the mast roller pump 150. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(6). Livanova requested and received the replaced mast roller pump for further investigation. According to inspector the reported issue could not be reproduced. No deviations with the measurements have been identified. All measurements were within tolerance, but mechanical damages on the pump head were found. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova (B)(6) will continue to monitor the market for trends related to this type of issue.